Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). This is 3 of 3 allegations of scarring. The patient reported 3 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records (B)(4).

Event description:
Dexcom was made aware on 06/12/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. The date of event is an approximation. This report is to capture the third event with scarring. The pediatric patient experienced a skin reaction with rash, inflammation, blisters, scar, infection, and soreness, under entire patch area, which occurred 10-days after the sensor had been inserted in the arm. A photo of the skin reaction in the complaint record was reviewed. The picture shows multiple small to medium size blisters covering the area that was covered by the adhesive patch. The skin looks inflamed but there is no erythema visible. The parent brought the patient to hospital and a bacterial skin test was done. At the time of the initial report the results were not known yet, but the parent shared new information in an update given on 11/06/2024. The patient was diagnosed with staphylococcus infection and prescribed oral antibiotics, flucloxacillin. Regarding the scarring, the parent mentioned that this is still visible and that the affected area looks red and purple. The patient was prescribed a 50/50 moisturizer to apply on the scar. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.